Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, after sucessful puncture the bd insyte¿ autoguard¿ bc shielded IV catheter leaked at the joint portion of the catheter adapter. Found during use. No exposure to bodily fluid, medical intervention or serious injury noted.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: the lot number was manufactured on afa line10 from sep 30, 2017 thru oct 6, 2017 and packaged on line 9 from oct 4, 2017 through oct 7, 2017. The review of the DHR revealed all required challenges, start-up and in process samples were performed per quality control plan and all passed per specifications. Qn / sap database review findings: no qn¿s were initiated during the production of the lot number related to this investigation. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis. Observations and testing: received a 24ga insyte autoguard bc catheter-adapter assembly along with a terumo administration set and a piece of top web (packaging) from lot number 7268979. Visual/microscopic examination: traces of blood was observe at the luer of the terumo extension. Observed the actuator was fully inserted through the septum. No physical-mechanical damage was observed on the adapter threads a lab provided q-syte was connected to the luer test fitting and to the end of the adapter. The water/air leak test was performed. No leakage was observed on any of the areas of the unit. The lab supplied male slip luer test fitting was connected to the end of the adapter. The water/air leak test was performed. No leakage was observed on any of the areas of the unit. The returned catheter/adapter assembly was dissected to evaluate the septum pierce (slit). The slit was present per specification and no damage was observed. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. No physical evidence to confirm or to support manufacturing process related issues for the defect. The returned for investigation had been used, therefore the blood escape test could not be performed. A root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported, after sucessful puncture the bd insyte¿ autoguard¿ bc shielded IV catheter leaked at the joint portion of the catheter adapter. Found during use. No exposure to bodily fluid, medical intervention or serious injury noted.